Manufacturer narrative:
William cook europe initially reported event under manufacturer report #3002808486-2016-01073. New information was received identifying that the product was a cook inc. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to history of deep vein thrombosis and prior to gastric bypass surgery. Pt is alleging ivc thrombus and difficult removal due to scar tissue around filter. Pt. Further alleges pain and mental anguish. There was an unsuccessful retrieval attempt on (B)(6) 2012 and the filter was retrieved in it's entirety on (B)(6) 2013.

Manufacturer narrative:
Additional information: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, ivc thrombus, difficult to remove (emb'd), pain, mental anguish'. Cook will reopen its investigation after further information concerning alleged patient sufferings is received and will supplement in accordance with 21 c.f.r.803.56 when appropriate. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported mental anguish is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No relevant notes on neither device or lot number. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.